Event description:
It was reported the pt ((B)(6)) has experienced diminished efficacy from her rigidity and stiffness return. It was reported reprogramming initially helps but is temporary. F/u indicated the sjm rep will contact the physician's office regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.